Event description:
Ventilator ceased functioning, vent "inop" alarm sounded. Nurses immediately disconnected ventilator and manually ventilated pt. Ventilator was removed and replaced. Pt assessment revealed no adverse consequences to pt condition.